Manufacturer narrative:
H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that the device is alarming with the screen message, "cannot start pump with air in-line. Prime tubing." Three attempts to prime the pump were made.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Manufacturer narrative:
While performing a review of the file it was determined that a system issue required a new complaint record be created. Please disregard any reports associated with file mrn 3012307300-2024-14205. Please reference file mrn 3012307300-2025-05594 for all details pertinent to this event.